Event description:
It was reported that the on/off trigger of the universal modular electric/battery double trigger handpiece started working as soon as electricity was connected. There was no harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.